Manufacturer narrative:
This report was corrected to include additional patient codes that were not included in the previous report. The report number is being corrected from: 2124215-2018-62531 to: 2124215-2018-61442.

Manufacturer narrative:
The product is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode experienced severe pain around the implant site three weeks post implant. One week later, the patient was found to be human leukocyte antigen b27 positive (hla-b27) with high inflammatory markers, and was diagnosed with reactive arthritis. It was reported that during months of treatment with various medications, the patient developed several other health problems including; joint fluid, tracheal stenosis and anterior uveitis. The patient suspected a potential reaction to the device system and then requested explant of the system. Following cardiology testing, the patient was found to have appropriate heart function with no abnormal rhythms. The s-ICD and electrode were then explanted. The patient reported improvement of symptoms following system explant and reported being able to discontinue taking medications. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.